Event description:
The report stated, that the patient was in the sitting position; the arm and shoulder prepared and positioned to remove an implant in the shoulder. The incident happened when the electric current came back on after a scheduled electrical shutdown. When the current came back on in less than 30 seconds, the nurse noticed the cutting activation sound from the generator and the cutting and coagulation figures were at 000. The intern noticed a crackling noise believed caused by the touching of the active electrode blade to the patient thumb, where the surgeon had left it before the power outage. The electrode was moved and the generator turned off. The patient suffered a third degree burn on his thumb.

Manufacturer narrative:
Date of initial report: 11/04/2007. When the generator is returned and an evaluation completed, a follow-up report will be sent.